Manufacturer narrative:
A visual inspection of the sample was performed with the naked eye which noted a stuck tubing at the occlude feet and the tubing was torn or broken at the occlude feet location. The reported condition was verified. Further evaluation was not performed as this issue is related to a field action. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot #: the suspect lot is either h20e22082 or h20f18070. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked; further described as transfer set "appeared to have suddenly cut through where the twist clamp was and solution began to leak out". This was noticed during initial drain of peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury, however the patient was given prophylactic antibiotics. No additional information is available.